Manufacturer narrative:
(B)(4). Attempts to obtain patient information were unsuccessful. The facility declined to provide patient information. No tests/laboratory data was available. No information was available. There is no serial number for this device. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that as the physician was advancing the catheter they noticed the tip the device was shaped differently. When they removed the device the tip broke off on the table. They pulled another device and completed the case with no harm to the patient. Additional information provided the device was inspected prior to the procedure, no damage was observed. The bifurcation was a bit steeper than usual and calcified. The device appeared to meet some resistance and force was required to push the device up and over the bifurcation quickly. It is believed the sheath may have been misshapen thus causing resistance and difficulty in advancing and retracting the device. The tip was observed under fluoroscopy to be slightly off center or not straight. The device was not observed to be bent or kinked. The physician decided to remove the device and pulled back quickly with force to remove the device alone. Once removed the manufacturers representative investigated the device and when touching the tip with a finger the end of the device separated. All pieces of the device were accounted for. There was no injury to the patient, no surgical nor additional intervention were required to remove the device. Vessel: sfa / 100% calcified. Other devices in use: terumo 6frx45cm sheath, abbott sparta core wire. A visual inspection was performed on the returned device. The entire scanner body was separated from the catheter. The distal tip remained attached to the separated scanner body. No damage was observed on the distal tip. A short segment of the microcable was severed, but remained attached to the weld legs. A tear was observed along the entire rx lumen to the distal end of the device, starting at the rx exit port. All pieces of the device were present. Further investigation of the device noted that it was likely that the lumen was torn by a guidewire, which placed force on the scanner body and caused stress at this location. All parts of the device were present, and the separated scanner body was able to be assembled back to the device. It is most likely that the guidewire (not the manufacturer's device) became hung up on the distal end as the user extracted the catheter. The user reported that the bifurcation was steeper than usual and with calcification. As a result, more force was used to push the device up and over the bifurcation. Resistance was met while the device was being pushed through. Thus, it is likely that the reported misshaped tip of the device occurred as the device being forced through the encountered resistance and steep bifurcation with calcification. The probable cause of the separation of the scanner body is device manipulation post procedure. By user report the device separated after handling post procedure. The scanner body likely became stressed as excessive force was used to tear the guidewire from the device. Additionally, the user reported that no protruding parts were observed after the removal of the device. Therefore, the device was originally intact but became damaged outside of the body. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturer's instructions for use (IFU) precautions state: protect the catheter and the catheter tip from impact and excessive force at all times. Do not attempt to reshape the catheter, catheter tip, or the nitinol needle, since reshaping may damage internal components of the device. Advancement, manipulation and withdrawal of the catheter should always be performed under fluoroscopic guidance. If substantial resistance is met during manipulation, immediately discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Avoid excessive torquing or bending of the catheter. Torquing the catheter excessively may cause severe vessel damage or kinking of catheter. Should the catheter shaft become kinked, immediately withdraw the entire system. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being reported because the potential for harm if the event were to recur.